Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that the cataract surgery (with intra ocular lens implantation) was performed in the right eye of the patient under locoregional anesthesia with intravenous acetazolamide and disinfection of conjunctival cul-de-sacs with povidone-iodine. A blepharostat instrument was used for corneal pre incision and 1.8 millimeter tunneled corneal incision was done to perform capsulorhexis under viscoelastic product. Then a lateral counter incision was done with the aid of non adrenaline local anesthetic agent in the anterior chamber to do hydro dissection and aspiration of the viscoelastic and phacoemulsification of the nucleus with reduced irrigation pressure. It was at that time, there was a appearance of a whitish cloud indicating occlusion of the phaco emulsification tip of the handpiece. The sculpting mode was put on hold and there was a thermal rigidification of the corneal edges. The handpiece was re-primed to continue the phaco emulsification with removal of masses and capsular polishing followed by implantation into the capsular bag under viscoelastic product. Corneal sutures were used in the corneal burn. The patient was then put on antibiotic injection with injection of filtered air bubble and intravenous cortico-steroid under conjunctiva followed by a check for water tightness and surgery was concluded with a dressing. Patient has been monitored by the surgeon, however, current patient condition was unknown. This report pertains to phaco emulsification tip (phaco tip) involved in reported events.

Event description:
The event did resolve with treatment and there was no need of hospitalization. Additional information was received that the patient was a female elderly one and the events happened in the sculpt mode of the cataract surgery. Local treatment of corticosteroids (unspecified) was provided along with corneal opacity and post-operative astigmatism.

Manufacturer narrative:
Additional information provided in a.1., a.2., a.3.a., b.5., b.6., h.6. And d.10. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in h.6., h.10. And h.11. No technical inquiries were received from the customer. A sample was not received at the manufacturing site for evaluation for the report; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Clinical evaluation has been reviewed. No contributing factor has been identified. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All phaco tips are 100% visually inspected by trained operators using 30 times magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.